Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event history log review was performed and found evidence of reported problem. Visual inspection and functional testing of the fail air detector were performed. The customer's stated problem was verified. According to the investigation, the pump was inspected and functional testing it fail air detector were performed. Further investigation of the pump determined that a faulty air detector was the root cause of the issue. Service replaced the pump faulty air detector. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump alarmed "air in line". There was no reported adverse event.